Event description:
It was reported by the customer stating that during a breast byopsy, they heard a grinding noise while trying to take a sample and then received the l3-018 error code. They changed probes and continued the procedure. After retrieving 2 staples, they hear the grinding noise again. The case was aborted and the patient was rescheduled and sent home under normal post biopsy instructions. Holster being sent back for repair.